Event description:
It was reported a low anterior resection procedure, was successful. A blue test showed leakage and the anastomosis was overstitched. Two days post-operative, a re-operation was necessary and partially opened staples were found. It was reported that they do not have an explanation for the occurrence. The re-operation was good. The pt is doing fine.

Manufacturer narrative:
Date sent: 07/17/2008. Info anticipated, but unavailable at this time.